Manufacturer narrative:
The customer¿s report of an over infusion of heparin was confirmed. Review of the pcu event logs confirmed that the pump module was programmed for heparin at a rate of 28.1ml/hr as reported by the user. Inspection of the returned mechanism sub-assembly showed four separated and two cracked bezel bosses. Functional testing was performed. The pump module was under infusing. During testing no unregulated flow was observed. The probable cause of the over infusion was the separated bezel bosses. The root cause of the separated bezel bosses was not determined.

Event description:
The customer reported that at 2124 heparin 500ml was programmed at a rate of 28.1 ml/hr with the programming witnessed by 2 rns. At 2345 the nurse noticed that approximately 300ml had infused; the infusion was immediately stopped. The doctor was notified and ordered ptts for 6 hours. The initial ptt was greater than 240. It was reported that after 6 hours the ptt decreased to less than 100. There was no lasting harm to the patient. The devices were taken to biomed and tested and the pump module failed rate accuracy testing. Upon opening the module door it was noted that 4 of the posts on the bezel assembly were broken and the other 2 posts had cracks. The bezel assembly was replaced and the device then passed the rate accuracy test. Received a copy of the customer's medwatch report from FDA which states, ¿mandatory report completed on 9-24-2018, (B)(4), after heparin over-infusion incident. Hospital performed an inspection of 8100 lvp inventory (220 lvps)and discovered numerous modules with broken bezel assemblies. Biomed sent a sample of 25 broken bezel assemblies along with 2 unrepaired lvp modules to carefusion for investigation on 9/27/2018 (B)(4). Tech. Practice consultant scheduled to be onsite (B)(6)."

Manufacturer narrative:
Correction to initial report: in summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Event description:
The customer reported that at 2124 heparin 500ml was programmed at a rate of 28.1 ml/hr with the programming witnessed by 2 rns. At 2345 the nurse noticed that approximately 300ml had infused; the infusion was immediately stopped. The doctor was notified and ordered ptts for 6 hours. The initial ptt was greater than 240. It was reported that after 6 hours the ptt decreased to less than 100. There was no lasting harm to the patient. The devices were taken to biomed and tested and the pump module failed rate accuracy testing. Upon opening the module door it was noted that 4 of the posts on the bezel assembly were broken and the other 2 posts had cracks. The bezel assembly was replaced and the device then passed the rate accuracy test. Received a copy of the customer's medwatch received it in a shipment, ¿mandatory report completed on (B)(4) 2018, (B)(4), after heparin over-infusion incident. Hospital performed an inspection of 8100 lvp inventory (220 lvps) and discovered numerous modules with broken bezel assemblies. Biomed sent a sample of 25 broken bezel assemblies along with 2 unrepaired lvp modules to carefusion for investigation on (B)(4) 2018 (B)(4). Tech. Practice consultant scheduled to be onsite (B)(6)." Received a copy of the customer's medwatch report from FDA which states, "heparin drip started at 2124 per physician order at 28.1 ml/hr. At 2345 nurse discovered that 300ml had infused. Pump was still infusing and reflected that only 63ml had been infused. Discontinued heparin drip, dr. Notified, and hourly ptt ordered. Lvp serial (B)(4) sent to biomed for inspection. Lvp failed rate accuracy test using alaris software and could not be calibrated. The pump was disassembled and discovered the bezel assembly had broken posts- pictures attached."

Event description:
Received a copy of the customer's medwatch report from FDA which states, "heparin drip started at 2124 per physician order at 28.1 ml/hr. At 2345 nurse discovered that 300ml had infused. Pump was still infusing and reflected that only 63ml had been infused. Discontinued heparin drip, dr notified, and hourly ptt ordered. Lvp serial (B)(4) sent to biomed for inspection. Lvp failed rate accuracy test using alaris software and could not be calibrated. The pump was disassembled and discovered the bezel assembly had broken posts- pictures attached."